Event description:
It was reported that the patient's anatomy was very challenging during a right atrial leadless pacemaker (lp). The device failed to be positioned and ended up being caught in the tricuspid valve. The device was safely recovered but the helix was stretched. The device was replaced to complete the procedure. Patient was stable with no consequences.